Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set had separated. The following information was provided by the initial reporter: disconnection of the 0.2 filter from the IV tube above the filter. During use. Additional information received from the customer: could you please provide the lot number of the defective product? 24066676. Please confirm the fluid that leaked. Blinatumumab. Was patient or user harmed? If yes, please explain. No harm was caused. Please confirm how long the infusion had been running for prior to the separation occurring. 48 hours after connection. Please confirm if any leakage occurred as a result of the separation? Yes, there was a leak of the biological treatment. If yes, please confirm what fluid was being administered at the time of the event? Nacl 0.9%. Please provide details regarding the sequence of events prior to the separation occurring? The IV set was changed to new set. Please confirm if any physical damage or deformity was observed at the point of separation? No damage caused during the infusion time. Please confirm if any damage was observed to the individual set packaging and/or the outer box it was received in. No individual damage cause specifically to this set.

Manufacturer narrative:
Investigation result: two 10010454-0006 samples were received for investigation; one sample was received without packaging with residual fluid present, and the other was received in sealed packaging from lot 24066676. The customer reported that "disconnection of the 0.2 filter from the IV tube above the filter". Additional information noted that the leakage occurred after 48 hours infusion of blinatumomab. As part of the investigation, the customer also provided a photograph of the reported issue; analysis of the photograph confirmed the customer's experience as the tubing was separated from the filter. Visual inspection of the used sample confirmed the customer's experience, where the downstream outlet port of the inline filter was broken and still solvent bonded into the tubing. Analysis of the unused sample did not identify any product defects or manufacturing issues which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site and the supplier of the inline filter for investigation. They confirmed that the observed damage was likely due to excessive lateral forces applied on the port. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process; furthermore as the damage was observed after 48 hours of infusion, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 24066676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site and the supplier has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10010454-0006 product over the past 12 months.

Event description:
No additional information.